Event description:
It was initially reported that the pt was believed to have a lead fracture so she was sent for x-rays. Diagnostics performed in the office resulted in high lead impedance. Pt was referred to surgeon for consult. The radiologist indicated that a fracture could be observed on the x-ray, but they were not sent to MFR for review. There was no known trauma that could have contributed to the event. Pt's device was later replaced and sent to MFR for analysis, but is has yet to be performed. The surgeon noted that he could observe a fracture during the surgery. The company rep indicated that the lead was coiled on itself. The generator was prophylactically replaced at the time. All diagnostics were within normal limits upon completion of surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.